Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data confirmed that 167 pulses of basal/microbolus insulin were registered as delivered by the pod at 08:16 on (B)(6) 2026. The phb data showed that this amount was factored into the total pulses delivered count. The pod was activated at 08:15 on (B)(6) 2026 after the pod prior was deactivated at 19:14 on (B)(6) 2026. The programmed upper limit for automated insulin delivery is 1 u in a 5-minute cycle. At a set rate of 2 pulses per second for bolus and microbolus delivered, it is not possible for the pod to deliver 8.35 u of microbolus in the minute that the pod was active for. Without pod logs, it cannot be determined if an error happened with the pod's recording and storage of phb data before being sent to the omnipod 5 app. The exact cause of this large microbolus is under investigation (CAPA-000181). Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient (child) was getting ready for school and their father noticed 11 units of insulin on board (iob), which would not be typical for the patient as they is very insulin sensitive. Later in the evening, the patient¿s mother checked the app history and noticed an 8.35 unit microdose/auto event at 8:16 am. Mom reports the customer did not experience hypoglycemia as a result of the uncommanded bolus. No patient injury occurred, no patient symptoms or medical interventions were reported.